Manufacturer narrative:
Review of images: crrs 3 lot r100: the customer received negative results on all cells. The positive control well appeared positive as expected with a well score of a 4+ interpretation. Crrid lot id130. All cells resulted negative. All wells appear to have some red cell adherence. Confirmed the reactivity of the e antigen on retention capture-r ready-screen (3) lot r100 with anti-e. Performed a screen assay on the customer's submitted sample and in house donor positive for anti-e on the echo using the customer's returned products capture-r ready-screen (3), lot r100. All controls performed as expected and the customer's submitted sample resulted as a visually negative with cell ii. The in- house donor sample resulted as expected. The customer's submitted products performed as expected. The event appears to be related to the nature of the sample.

Event description:
Customer reported unexpected negative reactions with capture-r ready screen 3 (crrs3) and capture-r ready ID (crrid) on the echo. The patient has a history of anti-e. The sample was re-tested on the echo and negative results were obtained for anti-e.